Event description:
It was reported that while performing a right sided atrial flutter procedure and the physician was doing touch ups on the ablation line when a steam pop occurred. The stockert was at 50 watts. The patient's blood pressure went from 130 to 0 and the procedure was stopped. A successful emergent pericardial tap was performed to relieve the pericardial effusion. The patient was stabilized and sent to the ICU, and fully recovered afterwards. There were no error messages or indication that any bwi equipment malfunctioned. The catheter will be returned for analysis.

Manufacturer narrative:
The device was tested for electrical performance, stockert compatibility, and thermal sensor response. Catheter passed electrical and temperature tests. The catheter interfaced with the stockert obtaining acceptable ablation readings. Also, the catheter was tested for patency flow and flow rate and both test results were found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Steam pops are associated with excessive rf energy application. Excessive rf energy delivery can be caused by rapid power ramping or extended rf application to a single area or by failing to properly limit power delivery to the target tissue. The complaint condition could not be confirmed. Management is notified of failure analysis through weekly root cause analysis and monthly trends. No significant trends have been identified; therefore no CAPA is requested at this time.

Manufacturer narrative:
A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto 3 system, us catalog #: fg540000, (B)(4); stockert 70 system, us catalog #: s7001, (B)(4); cool flow pump, us catalog #: cfp002, (B)(4). (B)(4).